Manufacturer narrative:
Additional info has been requested, and if received, will be provided in a supplemental report.

Event description:
Surgeon was removing a triathlon knee which has been in for approximately 4 years as pt was infected.